Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple patients were not crossing over to one station. A technical support specialist (tss) confirmed that the intensive care unit (ICU) device was communicating and verified that its assigned areas included covid units and critical care ICU. The stations all available patients list was built from a query, returning 56 results that matched the server. No visible issues were found, and the tss confirmed a patient example was required for further troubleshooting. The electronic protected health information (ephi) was added to the case, after that the tss reviewed patient examples, confirming that both visits were admitted and appeared in the stations all available patients list built from structured query language (sql) command. The tss noted the need to verify whether the issue was still occurring. After contacting the case owner, the tss confirmed that the user had transferred from another unit and might not have had access to the ICU devices assigned areas at the time and proceeded to close the case. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es multiple patients did not cross over, and the customer that all medsurg nurses were unable to populate patients in the station, with no errors appearing they simply could not locate the patients. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.